Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the atrial lead dislodged and was repositioned on (B)(6) 2010. Erosion of the patient's pulse generator was found in (B)(6) 2010. The lead was removed concurrently with the pulse generator on (B)(6) 2010.